Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-sep-2021. H.6. Investigation: the complaint was created for false positive issues on the bd veritor plus analyzer (p/n 256066, s/n (B)(6). The customer reported false positive on the analyzer. The device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, final packing test and manual inspection. The veritor plus analyzer, sn (B)(6), was returned for investigation. The analyzer was tested with a verification cartridge and the result was passing. The returned analyzer was also tested with calibration cartridges that ranged from the faintest lines to the darkest lines that the reader was designed to detect. A review of those data showed the analyzer is functioning within specification. Based on this evidence the complaint is unconfirmed. Bd quality will continue to monitor for trends related to the veritor system.

Event description:
It was reported that while testing with a bd veritor¿ plus analyzer false positive results are obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the veritor flu assay is producing false positives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with a bd veritor¿ plus analyzer false positive results are obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the veritor flu assay is producing false positives.